Event description:
Customer reported, the system continued to fluoro after releasing the foot pedal. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib board and reloaded calibration files. System operates as intended.